Manufacturer narrative:
The technician found the brake casters and supports were broken at the shaft. A search of the hill-rom maintenance records did not showed hill-rom performed preventative maintenance on this bed in 2013-2015. It is unknown if the facility performed any preventative maintenance on this bed. The technician replaced the brake casters and supports to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from a hill-rom technician stating the brakes were not holding. The bed was located on 1st floor ccu hallway at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).